Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) error code 118 pcb needs to be changed. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) found and replaced front end pcb due error code 118, found that recorder connector (jp31) broken on unit. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. The failure analysis and testing dept. Received part with a reported unit failure error code 118. Also, jp31 is damaged. The failure analysis and testing dept. Performed a visual inspection and found connector jp31 damaged. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Was able to test the board with jp31 being damaged. When the cs300 booted up and completed its self- test, code #118 was not observed on the display. The fat dept. Could not replicate the failure of code #118. The board passed testing. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a